Event description:
It was reported that during a mammary clean out procedure, the clips would not advance. The device was decontaminated and a similar device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Disengaged drive link, damaged antiback-up..